Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint. And completed the device evaluation. Failure analysis found, an initialization failure to be related to the customer reported complaint. The instrument was found to have multiple homing failures (error 22026), during initialization in the system logs. However, the initialization failures were not replicated during in-house testing. The instrument was returned with 1 life remaining. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed the cut and energy delivery tests. No dislodged blade was observed during in-house testing. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have a dislodged ceramic dot at the grip tips. The dislodged ceramic dot was not returned with the instrument.

Event description:
It was reported, that prior to starting a benign hysterectomy the customer had issues with the vessel sealer exposed blade. Procedure was completed with no patient harm.